Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy¿. The article is a retrospective cross border single center study and 44 patients who had a total of 45 open repairs were presented. Further communication with one of the authors of the article led to the opening of this complaint and the related complaints (B)(4) (patient #1) and (B)(4) (patient #7). This complaint is created for patient #5. This patient with a degenerative aneurysm had an unknown zznith graft implanted. At an unknown interval after the procedure the stent graft became dislocated. Open surgery was performed due to the dislocation/migration of the stent into a. Lusoria aneurysm compressing esophagus. The patient subsequently died during follow up, however this is reported not to be device related. A clinical assessment of the information given was performed. Per the clinical assessment lusoria aneurysms usually involve an aberrant right subclavian artery arising from distal to the left subclavian artery, then passing behind the oesophagus to the right upper limb. They are notorious for being extremely difficult to achieve a good landing zone and seal, and in fact, this is what happened to this patient at some time interval after the implant. This is likely a problem with the patient¿s pathology/disease/anatomy and its progressive nature, rather than any design fault or failure of the device. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Based on the limited information provided it has not been possible to establish an exact cause for this event. Per the clinical assessment patient anatomy/disease likely contributed. Cook will reopen the complaint if further information or imaging is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09apr2020: patient death was not device related.

Manufacturer narrative:
Manufacturer ref# (B)(4). Journal article: "open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy", keschenau, 2018. Catalog# is unknown but referred to as cook zenith thoracic device. (B)(4). Investigation is still in progress.

Event description:
Description of event according to article: indication for secondary open repair: dislocation of endograft. Why secondary surgery open instead of endo: stentgraft dislocation/migration into lusoria aneurysm compressing oesophagus. Complications: pneumonia, tracheostomy, vocal cord paresis. Patient outcome: death during follow up.